Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 300 mg/dl with symptoms of thirst and drowsiness. The patient remained on the pump following the alleged hyperglycemic event. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump's motor had started to make a grinding noise, and following that they did not believe the pump was delivering accurately. The reporter stated that the pump's basal settings had been changed by the patient's healthcare provider in relation to the alleged issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an issue with the pump's.